Manufacturer narrative:
Customer technical support reviewed data with customer and no other precision issues with any other analytes were found. A field service engineer (fse) was dispatched: the fse conducted a precision run that was within specifications. The fse completed a visual inspection of the instrument and performed the scheduled preventive maintenance. The fse repeat the precision run on the affected analytes and obtained acceptable results. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc., (bci) regarding false high iga and igg results generated by the image 800 immunochemistry system. The results were reported out of the lab and some of the results were questioned by the physician. The samples were re-tested and lower results were obtained. It is not known if patient treatment was affected.